Event description:
A customer reported a system message was received during a procedure and the surgeon was unable to continue with the case. The procedure was aborted. Multiple attempts to retrieve additional info has been requested but none has been received to date.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported issues. However, the company representative did confirm the reported system message (red stop sign) in the event log, and replaced the cpu module and the illumination module for diagnostic purposes. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).